Event description:
It was reported by the rep that the (3) pmw35 were used during a tah procedure. It was reported that the devices did not have proper staple formation. It was not reported how the case was completed and there was no pt consequence.